Event description:
Same case as MFR report #: 2134265-2009-03414, -03415. Taxus express2 post market surveillance study. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed in-stent restenosis. The index procedure treated one target lesion. Target lesion one was a de novo, 3.25x40mm, 90% stenosed lesion of the proximal lad (left anterior descending). Target lesion one was treated with predilation using a 3.25x12mm balloon at 8atm, placement of taxus express2 stents (3.0x24mm and 3.5x24mm) at 12atm, and post dilation resulting in 0% residual stenosis, well positioned and expanded stents. Target lesion two was located in the mid rca (right coronary artery) and was treated as part of a staged procedure. Target lesion two was treated seven days following the initial procedure, with three taxus express2 stents (one 3.0x12mm and two 3.5x28mm). The patient was discharged one day following the staged procedure on bayaspirin and plavix. No problems were found at the one and six month study follow ups. The patient returned on day 286 for a nine month study follow up, and 75% in-stent restenosis of the mid rca was confirmed. The 3.5x23mm lesion was treated with balloon angioplasty and placement of another manufacturer's drug eluting stent resulting in 0% residual stenosis. The patient was discharged on day 290. No problems were found at the 12 month study follow up.

Manufacturer narrative:
The device was not returned, therefore, a technical analysis could not be performed. The batch number is unknown, and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted within the dfu.